Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 12-mar-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5). Husband is calling on behalf of the customer. The customer feels well and did not report any symptoms. Caller stated that yesterday ((B)(6) 2024) the customer had been vomiting at around 8 pm and when he tested the customer's blood glucose (approximately 5 times), the results had been e-5 (non-fasting) error message. Caller stated that he then decided to take the customer to the ER. Caller stated the customer's blood glucose test result at the ER had been over 800 mg/dl as the hospital's meter read hi. The diagnosis was high blood glucose and customer was given 4 units of levemir and IV fluids. Caller stated that insulin was also administered through the IV. Caller stated that the customer's blood glucose level was well over 1000 mg/dl. Caller stated that the customer was given another 4 units of levemir and was discharged from the hospital at about 1 am. When the customer was discharged, her blood glucose level was 436 mg/dl. Caller was advised by doctor to give customer 24 units of tresiba when they got home which he did administer. Caller did not attempt to take the customer's blood glucose level when they had returned home. The customer was advised to follow up with her pcp within 3 days. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/14/2025 and test strips were opened 2 days prior to the call. The meter memory was not reviewed for previous test result history.